Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection showed a crack in the polycin vorite notch area, next to sense b electrode, extending into the insulation. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise in the secondary vector. The health care professional (hcp) noted the patient was shocked thirty-five times in forty-five minutes. The patient was in the hospital, and the hcp could not reproduce the noise with isometrics. Technical services (ts) was contacted, and ts discussed next steps in evaluating the s-ICD. X-ray imaging was performed, which revealed device migration down to the diaphragm. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) due to a product performance issue and infection. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise in the secondary vector. The health care professional (hcp) noted the patient was shocked thirty-five times in forty-five minutes. The patient was in the hospital, and the hcp could not reproduce the noise with isometrics. Technical services (ts) was contacted, and ts discussed next steps in evaluating the s-ICD. X-ray imaging was performed, which revealed device migration down to the diaphragm. The s-ICD system remains in service. No additional adverse patient effects were reported. Additional information was received indicating the s-ICD system was explanted and replaced with a transvenous implantable cardioverter defibrillator (ICD) due to a product performance issue and infection. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing of noise in the secondary vector. The health care professional (hcp) noted the patient was shocked thirty-five times in forty-five minutes. The patient was in the hospital, and the hcp could not reproduce the noise with isometrics. Technical services (ts) was contacted, and ts discussed next steps in evaluating the s-ICD. X-ray imaging was performed, which revealed device migration down to the diaphragm. The s-ICD system remains in service. No additional adverse patient effects were reported.